Manufacturer narrative:
(B)(4). The kagura stent delivery system is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 4.0x15mm kagura stent delivery system, the protective sheath and stylet were removed and the stent became dislodged from the balloon and remained on the stylet. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.